Manufacturer narrative:
The complaint was confirmed. The inspection of the device confirmed that the left dissector jaw was fractured. The jaw was discarded and not returned with the device.

Event description:
While using a pks dissector device in a surgical procedure, the blade of the device detached intactly into the patient. As it was in plain sight, it was immediately recovered with no patient harm. Another like device was used to complete the procedure.